Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed tat the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the lesion located in the mid rca was 75% stenosed, 3.0mm in diameter and 15mm long. No complications was noted and the patient was discharged on warfarin. At 1 month follow-up in (B)(6) 2009 and 6 month follow-up in (B)(6) 2010, revealed no ischemic symptom. Details of the patient's death are unknown as the patient died at home. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-02939. It was reported that post a coronary stenting treatment procedure, the patient expired. Lesion 1 was located in the proximal right coronary artery (rca). The de novo lesion was 75% stenosed, 3.5mm in diameter and 15mm long. The lesion was predilated with an unknown 2.75x15mm balloon at 14 atms. The lesion was treated with the placement of a 3.5x20mm taxus liberte stent. Post dilation was performed with an unknown 3.5x13mm balloon. Post intravascular ultrasound (ivus) was performed. Residual stenosis was 0%. Lesion 2 was located in the mid rca. The lesion was predilated with an unknown 2.75x15mm balloon. The lesion was treated with the placement of a 3.0x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel bisulfate. In (B)(6) 2010, the patient experienced cardiopulmonary arrest and expired at home.